Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2008 due to pain. The custom bearing was removed and replaced. Patient underwent further revision on (B)(6) 2009 due to pain. The custom bearing was removed and replaced. Patient alleges the need for future revision due to a dislocated axle. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05666 / 05668).